Manufacturer narrative:
Insulin pump was received with critical pump error due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s current blood glucose was not given. Customer reports they received a critical pump error image on the pump screen. Customer stated that they took the battery out and put it back in, but still had no power. Insulin pump will be return for analysis.